Event description:
The customer contact reported the device alarmed for error code 11/004/071 (less than 2.0 volts measured on lithium battery). There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation at the service center found that on power up the device alarmed for error code 11/004 (less than 2.0 volts measured on lithium battery). The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.